Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 on a patient with a tethered septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and advanced to right ventricle (rv). However, while in the rv, the clip became caught in chordae. Troubleshooting was performed, and the clip was successfully removed from the chordae. However, it was observed that chordal rupture occurred. The clip was realigned and repositioned, and advanced again into the right atrium (ra). The clip was successfully implanted on both leaflets, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught on anatomy) resulting in unspecified tissue injury cannot be determined. Tissue damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 on a patient with a tethered septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and advanced to right ventricle (rv). However, while in the rv, the clip became caught in chordae. Troubleshooting was performed, and the clip was successfully removed from the chordae. However, it was observed that chordal rupture occurred. The clip was realigned and repositioned, and advanced again into the right atrium (ra). The clip was successfully implanted on both leaflets, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.